Manufacturer narrative:
This event is being reported as serious injury due to the reported capsular contracture, baker grade iii with planned surgical intervention. A review of the device history record for strattice lot sp200323 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. If additional information is made available, a supplemental report will be submitted.

Event description:
Healthcare professional reported via a sales representative that patient has "a recurrent capsular contracture with the use of strattice." "The patient presented to [the surgeon] with a cap con from a previous surgery." "The surgeon switched out the patients implants, changed the plane from above the muscle to below the muscle and used strattice on both sides." The surgeon saw the patient "this week and [they have] grade 3 cap con again on the right side." A reoperation has been scheduled. The device remains implanted. This record is associated with the strattice graft implanted in the right breast.

Manufacturer narrative:
Additional, changed, and/or corrected fields: b.1, b.2, b.5, h.1, h.6. This report is being filed to un-report the event of capsular contracture, baker grade iii as it is no longer reportable to FDA. This report concludes our investigation.

Event description:
Healthcare professional reported via the sales representative that the strattice device did not cause or contribute to the event of capsular contracture, baker grade iii "as the patient already had cap con before strattice was implanted." This report is being filed to un-report the event as it is no longer reportable to FDA.